Event description:
Set screw backed-out of denali cannulated screw less than six weeks post-operatively. The patient has not yet been revised due to other unrelated health issues; however, the patient is symptomatic and the surgeon does plan to revise when the patient is able.

Manufacturer narrative:
The patient is symptomatic, however, has not yet undergone revision due to unrelated health issues. The surgeon has indicated that he also plans to re-align one of the screws during the revision, however, has made it clear that the re-alignment is not due to a fault of the implant. X-rays have been requested but have not been made available. A company representative has reviewed possible causes of set screw back-outs with the surgeon and he has agreed to re-evaluate his technique.